Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that patient underwent total knee replacement on (B)(6) 2025. Cartilage model predicted 2mm of cartilage on the medial plateau of the proximal tibia. Sales representative stated that the medial foot of the pin guide was air balling and the patient had no cartilage remaining on medial side. They ended up re-cutting the tibia by an additional 4mm and the femur by 2mm. Released pcl to open flexion gap and used 5mm tibia poly. Procedure was completed successfully.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received: "cartilage model predicted 2mm of cartilage on the medial plateau of the proximal tibia. Rep stated that the medial foot of the pin guide was airballing and the patient had no cartilage remaining on medial side. The did end up re-cutting the tibia by an additional 4mm and the femur by 2mm. Released pcl to open flexion gap and used 5mm tibia poly". The device associated with this report was not returned to medtech orthopaedics for evaluation. The investigation could not confirm the reported event. A product development investigation was performed and it was concluded that the segmentation is designed within trumatch specifications and no issues were identified. A manufacturing record evaluation was performed for the finished device product code: 420578, product name: trumatch CT pin guide kit l, lot number: tmk00112413, and no non-conformances nor manufacturing irregularities were identified. The overall complaint was not confirmed for trumatch CT pin guide kit l. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product code: 420578, product name: trumatch CT pin guide kit l, lot number: tmk00112413, and no non-conformances nor manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device tmk00112413 lot number, and no non-conformances nor manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: d4 (primary UDI #). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.